Manufacturer narrative:
Investigation: no product is at hand. Batch history review: the device quality and manufacturing history records have been checked for all available lot numbers. The device history file has been checked and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: due to the circumstance that we did not receive any products for investigation, it is not possible to determine the cause of the loosening. We assume that this failure is not product related. Rational: there are no hints for a product or design related failure. There are no more complaints with this lot number registered in our system. It could be possible that the surgeon did not use the cement as intended. No CAPA is necessary.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. H3 other text : device not returned.

Event description:
Country of complaint: south korea. It was reported that a patient had a tkr (total knee replacement) surgery in 2013. The patient had problems with the femoral loosening. A revision surgery was completed in 2017.